Event description:
The svc report shows that while performing an unrelated svc on the device, the co svc tech (st) found the leak test to be out of spec. The st inspected the device and adjusted the piston guides. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.